Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture / contamination were noted at connector pins per visual inspection. Unit was able to charge properly. However, after removing the device from charger, the green led did not flash. After the test plug was installed, the led did not flash, problem was isolated to electronic assembly. The unit failed to sync properly during rf/ble association, problem was isolated to electronic assembly. In conclusion, unable to perform functional test, rf/ble/downgrade/associate test due to communication anomaly, the customer complaint of charging anomaly is not confirmed. However, the led anomaly is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced transmitter did not come with a green tester plug. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed for transmitter charging and to run a tester procedure for transmitter. Customer called with questions or concerns with charging the transmitter. Confirmed no damage to charger battery spring or connector pins. Charger led light was flashing green and had not been used for more than 1 year. Advised charger was working properly and transmitter was charging. Customer requested to run tester procedure for the transmitter and was not calling back after being advised to fully charge transmitter. No damage reported to transmitter. Troubleshooting was performed for packaging issue. Customer reported that the components were missing within the assembled package. No harm requiring medical intervention was reported. The customer discontinue the use of the device. Mmt-7841zn was requested and customer response was the device will be returned for analysis.